Event description:
It was reported that the patient presented to the clinic for normal device check. Ventricular lead noise was observed. Programming changes were made and patient will be followed normally.